Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up after receiving high voltage therapy for an episode of ventricular fibrillation. Upon interrogation of the implantable cardioverter defibrillator an error message was which stated, ¿the ventricular pace refractory period is too long¿ was displayed. Programming adjustments were made accordingly. The patient was in stable condition.